Manufacturer narrative:
Product problem checked in error. Adverse event only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). 510k: this report is for an unknown prodisc l implant. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2015. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with the prodisc l at l5-s1 in (B)(6) 2015. No issues were reported during that procedure. On unknown date it was determined the vertebral body had fractured at l5, the implant is intact. No revision surgery is scheduled at this time. This report is for one (1) unknown prodiscl implant. This is report 1 of 1 for (B)(4).